Event description:
It is reported that an endeavor sprint rx drug-eluting coronary stent 3.5 mm diameter x 18mm length was implanted in circumflex. Four months later, the patient presented to the ER with severe substernal chest pain and bradycardia. The patient was brought to the cath lab and found to have a large thrombus in the proximal left circumflex extending into the proximal lad as well. The patient had stopped both their asa and plavix six days prior to thrombosis occurring. A 2.0 x 15 balloon and a 4.0 x 12 stent was deployed in circumflex and a 3.0 x 15 stent deployed in proximal lad using a v stent technique which reconstitution of timi grade 3 flow. Patient was hemodynamically unstable during the procedure and required implantation of an intra-aortic balloon pump. The patient was transported to ccu with the balloon pump left in place on critical, but stable condition.

Manufacturer narrative:
Other, (secondary intervention required) - evaluation results: (stent thrombosis).